Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore&#59397;excluder&#59393;aaa endoprostheses featuring c3&#59396;delivery system. Proximal portion of a trunk-ipsilateral leg component (rlt231412j/14498665) was deployed, but as the patient's proximal neck was highly tortuous, it was difficult to position the endoprosthesis just below the renal arteries. The proximal portion of the endoprosthesis was re-constrained and repositioned distally, and under fluoroscopy, it was revealed that a lock pin was disengaged. Even though the lock pin was disengaged, the proximal portion of the endoprosthesis was still possible to re-constrain and moved approximately 5mm upward again. An imaging was run to confirm the position of the endoprosthesis, revealing that the lock pin appeared to protrude outside of the vessel. Since the patient's blood pressure did not drop nor did the contrast leak out of the vessel due to the protrusion of the lock pin, the endovascular procedure was continued. After trunk ipsilateral and contralateral leg components were deployed, an aortic extender component was implanted for proximal extension. The procedure was concluded without adverse events revealed to the patient. It was reported that the imaging clearly showed the lock pin had protruded outside of the vessel. There was not resistance met while the delivery catheter was being advanced.

Manufacturer narrative:
Refer to field for the results of imaging evaluation.